Event description:
It was reported that the patient was unable to set their device into MRI mode. The patient has stage 4 cancer and needed an MRI. The patient ended up choosing a different diagnostic exam. It was also reported that the patient never had effective therapy. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating system diagnostics recorded high impedances on the left lead.